Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right knee was revised due to instability. Intra-operatively, nothing was found loose. A 13mm ps insert was revised to a 16mm ps insert.